Manufacturer narrative:
Product analysis results: visual inspection did not reveal any damage to the shaft or the balloon of the ibt. The inner guidewire was missing from the ibt. Functional inspection confirmed the ibt was not able to inflate due to dried cement/contrast in the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to acute vertebral compression fracture. Intra-op, it was found that the balloon which was inserted in the vertebral body did not inflate. Distal tip of balloon leaked contrast slowly. Pressure was not very high and appeared on imaging that it would not hold inflation. The procedure was successfully completed with the original product. No patient complication was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: kyphoplasty the patient was not allergic to contrast media.